Event description:
It was reported by service report that the fowler will go up but not down. There was no pt involvement; however, the customer reported that they did not know if there were adverse consequences to report.

Manufacturer narrative:
Results: fowler brake clutch.